Event description:
It was reported that the needle was not continuous and completely locked. No patient injury was reported.

Manufacturer narrative:
One unit was received decontaminated without its original packaging. It was tested for occlusion by introducing water with a syringe. The unit sample was found occluded; the failure mode reported is confirmed. The root cause is excess solvent in the component bonding operation. Awareness notification was made to production personnel for the occlusion failure mode. A device history record (DHR) review indicated no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).